Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The touchscreen was returned for failure analysis, and the reported complaint could not be replicated or confirmed. No related errors were found in system logs. Upon visual inspection, no issue was found that would relate to the complaint. The unit was installed onto the golden system where the unit functioned as expected. The boom controls worked with no issues. Calibration was done with no issue and was responsive. The system ran 10 power cycles, but the reported complaint could not be triggered. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the touch screen to resolve the issue. The system was tested and verified as ready for use. Isi has not received the touch screen for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a training/demo of the da vinci system, the boom did not move to the desired position. The user noted that the boom extended but did not move downward when "pelvis" was selected, unlike their xi systems. The tse inquired if this feature had ever worked on the new system and was informed it had not. The tse guided the user to verify with the sales team if all systems had the same options, as this might be the source of the problem. The user was able to manually extend the boom and arms to the correct height position, allowing them to continue using the system. No known impact or patient consequence was reported.